Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt felt numbness from her waist down for a period of 3 weeks. The event severity was reported as mild. The pt underwent an MRI without contrast on (B)(6) 2011, which revealed a catheter tip granuloma. On (B)(6) 2011, the baclofen dose (concentration 300.0 mcg/ml) was decreased 88%; from 14.4 mcg/day to 1.77 mcg/day, and the hydromorphone dose (concentration 25.0 mg/ml) was decreased 88% from 1.200 mg/day to 0.147 mg/day. The catheter was explanted on (B)(6) 2011. The pt's outcome was reported to have resolved without sequela.